Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by no lights on the control module. The field service engineer replaced the control module and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, device not detected on bus. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.